Event description:
As reported, after balloon sinus procedure, I have facial and head nerve pain. Daily severe pain. The patient's age is 36 years old. The indication for the balloon sinus procedure was that the first procedure helped; second not noted. The patient had no pre-existing facial pain, neuralgia, migraine, or sinus-related headaches before the procedure. There was no prior sinus surgery or anatomical abnormalities. There were no neurological disorders and no history of trigeminal neuralgia. There was bleeding during the procedure. The pain started immediately and is continuous. The patient consulted the doctor several times after experiencing the pain. The severity of pain score was 10 (vas score 1-10). The pain is localized and radiating. The associated symptoms were pain and tenderness. CT/MRI was performed post-procedure. A nerve injury was diagnosed. The patient did not require hospitalization due to pain. No treatment has been provided. The pain worsened. The current patient status is unresolved.

Manufacturer narrative:
Review of design data indicates that, the mesire¿ sinus balloon catheter have been designed systematically in compliance with national and international standards considering all design aspects and all design verification and validation criteria were met. (B)(4) units of for mesire¿ sinus balloon catheter have been distributed in different countries till feb 2026 and no similar event has been reported from elsewhere. Attempts were made to obtain the device and associated batch details; however, these were not available for investigation. Consequently, in the absence of batch information, a review of the batch manufacturing record (bmr) could not be performed.